Event description:
It was reported that bd alaris smartsite pump infusion set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by a customer that a burette was completely full, but the pump was not pulling medication into the line. The tubing ran dry and pulled air from just below the burette until it reached the pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.